Manufacturer narrative:
Hemoptysis is an anticipated, potential side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 8.6% of the zephyr valve subjects experienced a hemoptysis event during the treatment period (less than or equal to 45 days). 9.8% of the zephyr valve subjects experienced a hemoptysis event during the longer-term period from 45 days after the study procedure through 12 months post-procedure. None of the hemoptysis events reached the threshold of "massive hemoptysis" per the definition of greater than 200 ml blood loss in less than 24 hours. The zephyr ebv system IFU and pulmonx training program both specifically reference hemoptysis as a known, potential side effect of this procedure and provide guidelines for monitoring. The reported event aligns with the experience observed in the liberate clinical study and is an anticipated, potential side effect to the zephyr valve treatment. The reported event was foreseeable and clinically acceptable in view of the expected patient benefit from the treatment.

Event description:
The following narrative is based on communication from the patient's husband. Despite repeated attempts to contact the treating physician, we have been unable to get any information other than a verbal comment that the patient was at "end-stage copd". Patient initially had spiration valves which were removed due to complications and zephyr valves that were implanted (date of procedure unknown). In (B)(6) 2021, she presented to emergency room at a different hospital than the one where she was treated with worsening copd symptoms and hemoptysis. The attending physicians eventually discharged her to hospice for end-stage copd. She passed away on (B)(6) 2021. Details of the hospital or the physicians are unknown to us, so additional information is not available.